Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0fth3, serial#. Implanted: (B)(6) 2014. Explanted: (B)(6) 2019. Product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that there was lead migration/dislodgement. Fluoroscopy on (B)(6) 2019 showed the existing lead in the right s3 foramen with significant lateral deviation. The lead was replaced on (B)(6) 2019 and the issue was noted to be resolved without sequelae. No symptoms or further complications were reported or anticipated.